Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a return of symptoms. At interrogation, impedances greater than 4000 ohms were noticed. Revision surgery was performed and troubleshooting revealed that no sensor responses were coming from the extension and lead. Only the second electrode seemed to work. The physician replaced both the lead and extension. The pts outcome was noted as "ok."